Event description:
A report was received that following an explant due to inadequate stimulation, the returned ipg exhibited incorrect impedance values and failed a performance test. The source of the damage could not be determined.